Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not taking any skin. On (B)(6) 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. There was no harm or injury reported. There was a delay of about 10 minutes reported. There was no medical intervention or additional surgical procedures required. An additional skin graft was required. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has previously repaired/evaluated air dermatome serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device is not cutting deep enough and the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, reciprocating arm and control bar were replaced. This is not a related issue. Product review of the air dermatome by medicrea on (B)(6) 2018 revealed that the calibration was out of specification. The machine head had some play, which could be due to a shock. Repair of the air dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the semi-circle bearings and vespel sleeve bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not taking any skin¿ was non-verifiable since during product review there were no issues noted that could affect the device taking a skin graft. The root cause of the device not taking skin cannot be specifically determined with the provided information since there were no issues noted during product review that could affect the device¿s ability to take a skin graft. The issue was resolved with the replaced level sensor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, device was not taking any skin. There was no injury to the patient reported. A delay of approximately 10 minutes was reported, as the surgeon was not confident in using the device. There was an impact to the graft, and an additional unplanned graft was required from the opposite leg. An alternate device was not required to complete the procedure. No additional consequences have been reported as a result of this malfunction.